Event description:
Pt is a (B)(6) male in renal failure requiring continuous renal replacement therapy (crrt). During treatment, the crrt machine stopped and shut down giving a communication error with a message to "manually return pt's blood". Upon biomed's investigation, it was found that a registered nurse who was standing next to the machine had received an incoming text message on a personal cell phone that was inadvertently left in their pocket after lunch at exactly the same time as the error occurred. The error indicates that the microprocessor lost communication with one of the active processes, which was most likely caused by the incoming text message. There was no harm to the pt.